Event description:
It is reported that the crimper tensioner did not hold tension during surgery using cable suture to close sternum for heart surgery. The surgery time was prolonged by 45 mins.

Manufacturer narrative:
Eval summary: the returned crimper assembly instrument was tested functionally and it did hold the tension as intended. There were no mfg or design discrepancies found. Cause cannot be determined. Review of the device history records did not find any deviations or anomalies. There is no indication that design or MFR contributed to this outcome. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer considers the investigation closed.